Manufacturer narrative:
(B)(6).

Event description:
It was reported that device entrapment occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right iliac artery. Following pre-dilatation, a 8x80x120 epic vascular stent was advanced over a non-bsc guidewire. However, upon removal, the stent delivery system was stuck on the guidewire and could not be pulled out so the delivery system was removed together with the guidewire. No patient complications nor injuries were reported and the patient condition was good.